Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that one hour and fifteen minutes into a plasma exchange procedure the patient coded. The treatment was stopped, a code blue was called and the patient was revived. Levo was ordered by the ICU resident. The patient was intubated in the ICU. Patient was asystole on the heart rate monitor. During the procedure the patient was exhibiting low heart rate and blood pressure. Patient outcome is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that one hour and fifteen minutes into a plasma exchange procedure the patient coded.the treatment was stopped, a code blue was called and the patient was revived. Levo was ordered by the ICU resident. The patient was intubated in the ICU. Patient was asystole on the heart rate monitor. During the procedure the patient was exhibiting low heart rate and blood pressure. Patient outcome is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. According to the therapeutic apheresis: a physician¿s guide morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in "routine" patients treated in an outpatient setting. No fatalities were attributed to apheresis during 20,485 procedures reported from the swedish registry. 6 the french apheresis registry calculated an overall mortality between 1/10,000 and 2/10,000.5 a patient's death during an apheresis series is most often attributed to the underlying disease and is rarely directly related to the procedure. The run data file (rdf) was analyzed for this event. A review of the run data file confirmed that the device was functioning as expected, with no signals or alarms indicating any abnormal device behavior. The recorded signals did not reveal any issues with the device. All safety mechanisms operated correctly, and appropriate alarms were activated when necessary. Overall, the device was observed to perform as intended. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that one hour and fifteen minutes into a plasma exchange procedure the patient coded.the treatment was stopped, a code blue was called and the patient was revived. Levo was ordered by the ICU resident. The patient was intubated in the ICU. Patient was asystole on the heart rate monitor. During the procedure the patient was exhibiting low heart rate and blood pressure. Patient outcome is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. According to the therapeutic apheresis: a physician¿s guide morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in "routine" patients treated in an outpatient setting. No fatalities were attributed to apheresis during 20,485 procedures reported from the swedish registry. 6 the french apheresis registry calculated an overall mortality between 1/10,000 and 2/10,000.5 a patient's death during an apheresis series is most often attributed to the underlying disease and is rarely directly related to the procedure. The run data file (rdf) was analyzed for this event. A review of the run data file confirmed that the device was functioning as expected, with no signals or alarms indicating any abnormal device behavior. The recorded signals did not reveal any issues with the device. All safety mechanisms operated correctly, and appropriate alarms were activated when necessary. Overall, the device was observed to perform as intended. A terumo bct service technician checked out the device at the customer site and all tests resulted in passing results. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that one hour and fifteen minutes into a plasma exchange procedure the patient coded. The treatment was stopped, a code blue was called and the patient was revived. Levo was ordered by the ICU resident. The patient was intubated in the ICU. Patient was asystole on the heart rate monitor. During the procedure the patient was exhibiting low heart rate and blood pressure. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. The run data file (rdf) was analyzed for this event. A review of the run data file confirmed that the device was functioning as expected, with no signals or alarms indicating any abnormal device behavior. The recorded signals did not reveal any issues with the device. All safety mechanisms operated correctly, and appropriate alarms were activated when necessary. Overall, the device was observed to perform as intended. A terumo bct service technician checked out the device at the customer site and all tests resulted in passing results. Root cause: a root cause assessment was performed for this complaint. A review of the run data file confirmed that the device functioned as expected, with no signals or alarms indicating any abnormal device behavior. The recorded signals did not reveal any issues with the device. All safety mechanisms operated correctly, and appropriate alarms were activated when necessary. Overall, the device was observed to perform as intended. The device remains safe to use. No clear root cause can be determined from analysis of the run data for the reported patient cardiac arrest during the tpe procedure; however, based on the clinical information provided, combined with the patient¿s presenting vitals, the reported incident was most likely due to the patient disease state. Other possible causes include but are not limited to: * an undisclosed medical condition * an unknown event that occurred to the patient that led to cardiac arrest.